Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: the 2 preface guiding sheaths (model# 301803m). (B)(4).

Event description:
It was reported that a male patient in his 50s underwent an ablation procedure for paroxysmal atrial fibrillation with a soundstar 3d diagnostic ultrasound catheter and suffered an acute myocardial infarction requiring revascularization and cardiogenic shock requiring a percutaneous cardiopulmonary support device. Ablation of the tricuspid annulus under the great cardiac vein fretum was performed. Pulmonary vein isolation was to be conducted next. After transseptal puncture and contrast administration the electrocardiogram qrs complex widened and the patient became hypotensive and bradycardic. A percutaneous cardiopulmonary support device was inserted. Coronary vasospasm occurred and was accompanied by significant st segment elevation. Coronary vasodilators were administered immediately and revascularization efforts successfully restored blood flow through the coronary arteries. Patient suffered cardiac ischemia and acute circulatory collapse. There is no information regarding extended hospitalization. Patient outcome is improved. Physician indicated that the left and right coronary vasospasms with st segment elevation may have been related to the conduction disturbance (widened qrs complex) and bradycardia. Physician¿s opinion regarding the cause of the adverse event was that it was procedure-related.

Manufacturer narrative:
Correction to 3500a initial report. Included the following UDI statement in 3500a initial in error. Full UDI # information unavailable since the lot number is unknown. This product does not require UDI. (B)(4).